Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient was under 18 years of age. The animas vibe user's guide states: when used together with the dexcom g4 continuous glucose monitoring (cgm) system, the animas vibe insulin pump provides both continuous insulin delivery and continuous glucose monitoring in persons (age 18 and older) with diabetes. Additionally, it was reported that the patient did not enter fingerstick values promptly into the cgm device. The animas vibe user's guide states: to calibrate the dexcom g4 system, you must enter the exact bg value that your bg meter displays within 5 minutes of a carefully performed bg measurement. Entering incorrect bg values or bg values from more than 5 minutes ago could result in inaccurate sensor glucose readings. At the time of contact, no injury or medical intervention was reported.